Manufacturer narrative:
Title: six months versus 12 months dual antiplatelet therapy after drug-eluting stent implantation in st-elevation myocardial infarction (dapt-stemi): randomised, multicentre, non-inferiority trial authors: elvin kedhi, enrico fabris, martin van der ent, pawel buszman, clemens von birgelen, vincent roolvink, alexander zurakowski, carl e schotborgh, jan c a hoorntje, christian hasbo eek, stéphane cook,marco togni,martijn meuwissen, niels van royen,ria van vliet, hans wedel, ronak delewi, felix zijlstra journal: the bmj year 2018 issue #: 363. Literature reference: http://dx.doi.org/10.1136/bmj.k3793. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted documenting that limiting dual antiplatelet therapy (dapt) to six months in patients with event-free st-elevation myocardial infarction (stemi) results in a non-inferior clinical outcome versus dapt for 12 months. Patients presented with stemi were treated with primary percutaneous coronary intervention (pci) and second generation zotarolimus-eluting stent. Medtronic second generation resolute integrity stents were used. Clinical event including death, stroke, stent thrombosis, mi, revas cularisation, and major bleeds were reported in the population during the follow up period.